Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted and no display ramping on its own anomaly noted. The insulin pump has cracked case at the reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 4.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported via phone indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 4.9 mmol/l. The customer stated they was bolusing, pressed up and down button and numbers kept scrolling. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.